Manufacturer narrative:
Service performed extensive troubleshooting. The alnty ci snsr bsl (list number 04s68-04) was replaced and deemed the likely cause due to the alnty ci snsr bsl being cracked. The module function was verified with a control run. The service history of the (B)(4)verifies no subsequent issues have been reported related to discrepant anti hbc-I I results. The tracking and trending review determined no trends were identified for the part and the analyzer. The device history record identified no nonconformances to the current issue for the alinity I processing module ((B)(4)). Labeling review adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3002809144-2020-01095-00 under a different suspect device. Patient identifier: (B)(6).

Event description:
The customer reported false nonreactive alinity I (B)(6) ii results for 5 patients while running on the alinity I processing module. During an on-site visit, the field service engineer (fse) discovered the pre-excitation liquid bottle was empty but the analyzer still showed it at 93% full. The fse replaced the liquid sensor. The customer provided the following patient data on (B)(6) 2020 (cutoff range is 1.00 s/co): sid (B)(6) = initial = 0.04 s/co (nonreactive), repeat = 4.71 s/co (reactive); sid (B)(6) = initial = 0.00 s/co (nonreactive), repeat = 6.83 s/co (reactive); sid (B)(6) = initial = 0.00 s/co (nonreactive), repeat = 5.42 s/co (reactive); sid (B)(6) = initial = 0.00 s/co (nonreactive), repeat = 3.44 s/co (reactive); sid (B)(6) = initial = 0.00 s/co (nonreactive), repeat = 4.22 s/co (reactive). There was no impact to patient management reported.